Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose reached a level displayed as ¿high.¿ a correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.